Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error. The customer¿s blood glucose level was 119 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 35 alarm noted in the pump history and critical pump error due to out of specification force sensor zero offset. Unable to verify drive or motor anomaly and perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.